Manufacturer narrative:
The pump was received with cracked end cap, loose drive support disk, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they cannot rewind the device, the cap doesn't allow the piston to come up and deliver insulin. The customer's blood glucose level at the time of incident was 155mg/dl. The customer states the drive support cap is protruded. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.